Event description:
According to the patient, the unit overheats and cuts off. She experienced symptoms of not feeling well and shortness of breath. She stated that she went to the hospital because she was angry because the machine is refurbished and does not work right. She was observed in the hospital for 2 days and given supplemental oxygen. She was released with diagnoses of low oxygen and rapid heart rate. The patient received a replacement unit 1 day after the event was reported.

Manufacturer narrative:
The patient has received a replacement device. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.